Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a lead migration. It was stated that the patient had multiple falls. The patient had less than 50% therapy relief. An x-ray was taken and the healthcare provider (hcp) could see the lead migration. It was stated that the manufacturer representative was going to follow-up soon. Additional information received reported that the leads migrated and they were still intact. The manufacturer representative was able to reprogram the patient. The patient was reportedly doing fine.